Event description:
Related manufacturer reference number: 1627487-2021-18398. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the paddle lead and percutaneous lead were explanted and replaced with a penta paddle lead. During the surgery, the physician electively replaced the ipg as well. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.